Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2013, approx "1 min and 10 seconds into the ablation" the pt experienced a vasovagal reaction. "The pt's leg went straight, her arms drew in and she started to sweat." The physician completed the procedure and "the pt did come back around and was fine." On (B)(6) 2013, it was reported there was "no cardiopulmonary resuscitation (CPR) performed [and the pt [was] discharged to home shortly after [the] procedure."

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).